Manufacturer narrative:
An event of complete heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient had no calcification in the annulus and the final non-coronary cusp implant depth was 4mm and the final left coronary cusp implant depth was 4mm. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a large flexnav delivery system. The patient's baseline rhythm prior to procedure was right bundle branch block. During procedure, the patient was on complete heart block without support of the temporary pacemaker. The navitor was successfully implanted. The final implant depth at the non-coronary cusp (ncc) was 4mm and left coronary cusp (lcc) was 4mm. After the procedure, the patient's rhythm was complete heart block. On 11 january 2024, a pacemaker was implanted in the patient. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.